Event description:
It was reported that during a breast biopsy procedure, the surgeon was not able to take the tissue sample once the needle was inserted into the patient. Another needle was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The (B)(4) device was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cut as intended. The probe was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.